Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was chosen for implant using an unknown delivery system. During the procedure, air was observed inside the lining of the loader, which initially caused concern. After extensive evaluation, it was determined that the air bubble was confined within the loader lining and did not pose a risk to the patient. The implantation was completed as planned without any complications.

Manufacturer narrative:
It was reported that during the device preparation air was observed inside the loader. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was chosen for implant using a 12f amplatzer trevisio delivery system. During the device preparation, air was observed inside the lining of the loader, which initially caused concern. After extensive evaluation, further assessment confirmed that the air bubble was located within the lumen of the loader and not within the loader material itself. Once this determination was made, the procedure continued without interruption. The implantation was completed as planned without any complications. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.